Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3 - device evaluated by mfg? It is unknown if the device will be returned to the manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a cook bakri postpartum balloon with rapid instillation components was leaking and unable to function. Additional information regarding event details and patient outcome have been requested but are currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b3, b5, d9, e1 (name, address, email, phone number), h3 correction: h6 (annex e, f, g). E1 - phone number: (B)(6). H3 - device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 20apr2026. When the user was attempting to fill the balloon with saline, the plastic tubing was spraying/leaking saline via a perforation that was 5 to 10 mm in length. The balloon was removed and replaced with another bakri balloon without any issues. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.